Event description:
Reportedly, during pt use, a 'low fio2' alarm occurred that was not resolved by calibration. There was no medical intervention or adverse pt effects reported.

Manufacturer narrative:
(B)(4).